Event description:
Device report from synthes reports an event in india as follows: it was reported on (B)(6)2023, that the bands were not tightening at the time of closure.  The bands  were removed and discarded due to doubt of infection, and closure of the sternum was conducted with steel wires. There was no surgical delay. There were no broken fragments and no other medical interventions. The operation was successfully completed. There were no patient outcomes or consequences. This report is for one (1) (B)(4). This is report 1 of 1 for complaint sternal zipfix needle sterile -5pk.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device product code#:08.501.001.05s lot #:829p113 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14/07/2022 manufacturing site:jabil bettlach expiry date:01/06/2027 h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.